Manufacturer narrative:
The lot was manufactured october 2, 2017 - october 4, 2017. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection was performed on the photographs and a pool of liquid located inside the device housing was identified. The reported condition was verified. The cause of the condition could not be determined from the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked when it was filled with sodium chloride solution. The reporter stated that ¿the leakage is either around the welding of the filling port or from the edge under the blue cover.¿ this occurred prior to patient use. There was no patient involvement. No additional information is available.